Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The receiver took the charge and booted up. The dexcom global receiver communication tool was used and the receiver download was retrieved. The log was reviewed and it passed, finding no issues related to the customer's complaint within the investigation window. The receiver's usb j3 connector, lcd display and the 5 navigational keys/buttons were tested and were found to be working properly. The receiver unit showed that the battery was taking the charging and battery circuitry was working properly. The wiggle test was performed and passed. The receiver unit was tested using multiple dexcom usb charging and download cables and it passed. The receiver functional test was performed and it passed all the relevant testing. The overnight charging and discharge test was performed and passed. The receiver case was opened for internal inspection and passed. The reported event of an overheating receiver could not be confirmed.  The root cause could not be determined.